Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified unknown vessel location. The 15x2.5mm quantum maverick balloon catheter being used for post-dilation was advanced to the lesion and was inflated to 12 atms for 20 seconds. The balloon catheter was pulled back into the guide catheter, advanced back to the lesion, inflated for a second time and ruptured at 16 atms after 10 seconds. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).